Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported that, the insulin pump had blank display. The blood glucose was unknown at the time of the incident. Customer changed the battery first time and the screen did not come back and 2nd time screen came on. Customer declined troubleshooting for the blank screen. The insulin pump will not be returned for analysis.